Event description:
Complainant alleged that during incoming inspection of the product, the device shut off while attempting to charge to 30 joules and would not re-power. There was no pt involvement during the reported malfunction.